Manufacturer narrative:
Analysis of the pump found no anomaly.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a manufacturer's representative regarding an implantable intrathecal pump, indicated for spinal pain. The pump contained water. It was reported that the patient began running a fever and had an infection sometime after the system was implanted on (B)(6) 2016. It was unknown when the symptoms first started, however it was noted that at 2 weeks post operation, the patient presented fine, then was running a fever. It was reported that the pump and catheter were then explanted on (B)(6) 2016. Patient medical history was unknown. The patient's status at the time of the report was stated as alive- no injury.

Manufacturer narrative:
Corrected information: sex, date of birth.

Manufacturer narrative:
Analysis results were not available at the time of this report a follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.